Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
Bilateral patient. Plaintiff underwent medically-indicated revision of the bhr left hip implants on (B)(6) 2019. The revision surgery was performed due to metallosis, inflammatory tissue reaction, and highly elevated cobalt and chromium levels. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The left hip was revised in (B)(6) 2019 12 years post implantation. ¿the cobalt and chromium levels have decreased; however, they are still elevated. (Chromium level 3.6 and cobalt level 7.7). The left operative report documents; ¿a thorough debridement of all fibrous tissues and debris were removed.¿ the impact to the patient beyond the pain, the surgeries and the recovery cannot be determined. The clinical information provided, of the elevated metal ion levels and the metallosis debris, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The left hip was revised in november 2019, 12 ½ years post implantation. The stated indications were painful left hip resurfacing and metallosis. The metal ions were falling significantly, (9-26-2019) prior to the surgery - cobalt 7.7 g/l and chromium 3.6 g/l. Though they were still elevated. A thorough debridement of all fibrous tissue and debris were removed. However, there was no mention of metallosis or stained tissue in the operative report. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr left hip resurfacing surgery was performed on (B)(6)2007 due to degenerative joint disease, the patient experienced pain, inflammatory tissue reaction and was diagnosed with metallosis. This event was treated by performing a revision surgery on (B)(6) 2019, in which both the femoral head and acetabular cup were replaced with a competitor¿s hip system (zimmer). Patient¿s current health status is unknown.

Manufacturer narrative:
A4: weight and a2: age or date of birth, b5: describe event or problem. Section h3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the acetabular cup. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The left hip was revised in november 2019, 12 ½ years post implantation. The stated indications were painful left hip resurfacing and metallosis. The metal ions were falling significantly, ((B)(6) 2019) prior to the surgery - cobalt 7.7 g/l and chromium 3.6 g/l. Though they were still elevated. A thorough debridement of all fibrous tissue and debris were removed. However, there was no mention of metallosis or stained tissue in the operative report. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Sections a2, a3, b4, b5, b7, d1 and d4 were updated due to new information received.

Event description:
Bilateral patient. It was reported that, after a left bhr on march 30, 2007, plaintiff experienced metallosis, inflammatory tissue reaction and highly elevated metal ions. Plaintiff underwent a right revision surgery on nov 20, 2018 (cover under case-(B)(4) and a left revision on (B)(6) 2019. Patient outcome is unknown.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.